Event description:
It was reported patient presented in clinic. Device interrogation found that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing which caused inappropriate automatic mode switch. The ICD was explanted and replaced. Patient was stable.